Event description:
A us distributor returned a monitor and reported monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation, the monitor failed incoming testing and displayed a service code 104 (sd card fault). The cause for the failure was isolated to contamination of the sd card. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.